Event description:
It was later reported that the device delivered morphine. It was unclear if the device delivered any other medications.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient felt her body was rejecting the pump. There were no symptoms of rejection noted on the patient¿s skin or in the pump pocket. The entire device system was explanted on (B)(6) 2013. Patient status at the time of the report was alive with no injury. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.